Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3877-45, lot# 0207040879, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Product ID: 37081-20, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016 product type extension.

Event description:
A health care provider (hcp) reported via a manufacturer representative that a consumer had a loss of stimulation. Impedances were measured and high impedances were found on all electrodes. No reprogramming was possible. The consumer had no recollection of an event that might have led to a broken lead or extension. The lead and extension were explanted and replaced with a new lead.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead, model 3877-45, lot # 0207040879, found the lead body conductor broken at the anchor site; all conductors were broken at 25.1 cm from the distal end. Analysis of the extension 37081-20, serial # (B)(4), found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.